Manufacturer narrative:
H10: livanova requested the affected pump for investigation. No deviations could be observed during functional tests and the pump never stopped during tests. The device was found to be working within specifications. Based on the investigation performed for similar cases, the most likely root causes of roller pump stop are: hardware malfunctions of internal electronic components; user error (such as incorrect occlusion or set tubing size). Based on investigation findings, no hardware malfunction could be identified and is therefore unlikely that an issue with electronic components had caused the reported pump stop. Thus, based on available information and functional test on the involved pump, an user error cannot be ruled out as most likely root cause of the event. However, this could not be confirmed.

Event description:
See initial report.

Manufacturer narrative:
H.10: additional test were performed on the pump before release it to the customer. No deviations detected and the reported issue could not be reproduced confirming product analysis findings. No parts related to the reported issue were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during operation and could not be restarted. There was no report of patient injury.